Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2022, a 32mm sjm sã©guin semi-rigid annuloplasty ring was implanted. After the ring was implanted but still during the procedure, abnormal fibrinogen level was noted and the patient was administrated IV medication. It was also noted that the patient experienced recurrent ventricular fibrillation due to a pacemaker probe and the patient was cardioverted. The patient is still in the hospital and reported to be in stable condition. ((B)(4)).

Manufacturer narrative:
An event of bleeding was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.